Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found both bail covers are broken, ring cover is contaminated, and keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported accurate voltage output was questioned. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).